Manufacturer narrative:
The device has not yet been received from the customer, however, a failure analysis investigation is underway and supplemental medwatch report will be submitted upon completion of the evaluation.

Event description:
The complainant reported a (B)(6) african american male patient presenting with cardiomyopathy and cardiogenic shock. A decision was made to place the impella cp pump for post ECMO decannulation in the right axillary site. Insertion was completed without incident. Patient was administered a procedure in a different area of the hospital, and when returned to the complainant, the device's motor current was flat and positioning indicated as 10 cm back from previous spot. Upon taking patient the cardiac cath lab for replacement of device, patient coded. The pump was found partially dislodged from the insertion site. The outflow cage was outside of the body while the inflow cage was inside the patient. Patient endured blood loss, blood products were administered, and hemostasis was achieved. A new impella cp was placed without incident.

Manufacturer narrative:
Revised d(2) and g(3) to align to correct manufacturing site. Neither device nor data logs were returned for evaluation. The device history record was reviewed and found no manufacturing issues or reworks associated with this pump. There are no other complaints associated with pumps from this lot. All introducers in this lot passed all inspection. Although device nor data logs were received, the root cause of the positioning issue was attributed to patient movement. The pump was allowed to change positions because of the removal of, and non-replacement of the statlock by a member of the radiology team post procedure. The cause of the bleeding was the pump being extremely out of position, across the hemostatic valve of the introducer.